Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump history did not record a bolus that was manually programmed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/15/2015 with the following findings: no alarms were duplicated when the pump was exercised for 24 hours. A 10 unit audio and a 10 unit normal bolus were manually programmed. Both were performed successfully and both were accurately recorded in the pump history.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.